Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/07/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and displaying a patient circuit disconnect alarm were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and displayed a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.